Event description:
During testing at the user facility, it was noted the touchscreen does not respond. Prior to testing, the customer contact reported the device had a cassette eject error. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to not respond when pressed. The customer reported cassette eject alarm code was due to the cassette release lever had been pulled. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.